Event description:
It was further reported that the crt-d was unable to be interrogated. It was also noted that when the crt-d was being explanted, there was "blood in the circuit boards" and the crt-p "looked like it had been stabbed with an ice pick. " it was also noted that the patient was not-co-operative during the explant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device case was nonhermetically sealed/defective. The returned device indicated a damaged integrated circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient reported that they had problems for a year prior to explant. They reported they experienced chest pain prior to explant and felt like they were being shocked. They also reported that there was premature battery depletion.

Manufacturer narrative:
Continuation of d10: 407652 lead, implanted (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a message indicating that the implantable device could not be found when attempting an interrogation. Troubleshooting steps were taken to include swapping out the application for a legacy programmer; however an error message was displayed indicating a serious device memory failure related to the cardiac resynchronization therapy pacemaker (crt-p). It was also reported that the crt-p exhibited a diagnostic electrical reset and a full electrical reset and the crt-p was in vvi 65 mode. It was reported that the patient experienced shortness of breath. The crt-p was explanted and replaced. Once the pocket was opened, it was noted that the crt-p had a "hole in the center as if it had been stabbed". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a message indicating that the implantable device could not be found when attempting an interrogation. Troubleshooting steps were taken to include swapping out the application for a legacy programmer; however an error message was displayed indicating a serious device memory failure related to the cardiac resynchronization therapy pacemaker (crt-p). It was also reported that the crt-p exhibited a diagnostic electrical reset and a full electrical reset and the crt-p was in vvi 65 mode. It was reported that the patient experienced shortness of breath. The crt-p was explanted and replaced. Once the pocket was opened, it was noted that the crt-p had a "hole in the center as if it had been stabbed". No further patient complications have been reported as a result of this event. It was further reported that remote monitoring network had disconnection error message.